Event description:
It was reported, "assessed PICC as staff reported some have been intermittently leaking. When flushed PICC, there was obvious leaking from insertion site. PICC removed and hole in catheter noted near 10 cm marking. Replaced vascular device in opposite arm. No other information was provided. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.